Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 27-jun-2012, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 27-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was going to have a MRI of their pancreas and had mentioned that about a year and half prior to the report, the patient was thinking that they may have had the location of the lead wire moved a little bit but no information was provided to explain why that occurred. The patient didn't have any additional information regarding this reported event. No symptoms were reported. MRI eligibility was requested and it was reviewed that the patient should make the MRI facility aware of any hardware they have in their body. They were redirected to the doctor to discuss questions the patient had regarding their other implanted devices. No further complications were reported or anticipated.